Event description:
A user facility reported on (B)(4) that, "the physician was getting ready to use the holmium laser and when connected the 272 scopesafe wire to the laser machine, it would not recognize that the wire was connected. Tried a second 272 scopesafe and it did not work either. Finally opened a 200 slimline laser fiber and it was recognized and worked so the physician was able to continue with the procedure." No patient harm was reported.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain further information about the incident report. No subject device laser malfunction was reported; therefore no examination of the subject device laser occurred. Subject device laser malfunction is not the suspected root cause of the event reported. To the best knowledge of lumenis, the subject device laser remains in use at the user facility. Following a review of the event report by a lumenis technical expert the expert stated, "using a non lumenis fiber may work but we do not recommend it and these fibers were not qualified on our system." Lumenis has not qualified 272 scopesafe fibers for use on lumenis powersuite lasers. Use of a non-qualified accessory is the determine cause of the event reported. No subject device malfunction reported.